Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an incorrect longevity estimation was provided due to poor telemetry during interrogation. Technical support was contacted and confirmed that remaining longevity was correct. The patient was in stable condition.